Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker's product access center for evaluation. The pac's investigation found that the device would not power on as well as internal contamination on the positive tabs of bt1, 2 and 3 of the hlc are all dislodged at their spot welder joints. The flex-charge-pak and switch, pn: 3201102-014 shows signs of corrosion on the p506 contacts, and on the j506 connector on the analog pcb. Multiple components of the digital pcb show also signs of contamination/corrosion. It could not be determined how the internal components got contaminated, as there was no damage, discrepancy or intrusion entry path found by visual inspection of the device. Please add observation during device evaluation that the device was unable to power on as that is a new malfunction not reported initially. The root cause of the reported issue is due to failure of multiple internal electrical components caused by an unknown contamination. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.